Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned products identified an implant with fractured collar, bone residue around the external threads. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted. The reported devices have been placed on tooth #19 for approximately 8 years. X-ray/picture images were provided. DHR review for the lot (62014526) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62014526) for similar events and no other complaint about nonconforming products was identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term excessive loading on device assembly or parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over implantation period (8 years). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional 510k number: k013227.

Event description:
It was reported that implant was removed due to fracture at tooth location 19.